Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that was not conducted properly due to leakage from the device. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process and during inspection of the device, the blockage present in the air / water nozzle, which was identified to be a white plastic fibers in the mouth of the channel was due to user handling. Additionally, the light cover glasses adhesive, optical cover glass adhesive, distal end cap and distal end adhesive was worn; optical cover glass was chipped and leaking; control body - identity badge was missing; pin unit - condition was corroded; image condition had marks on the image; up angle, down angle, right angle, water flow, water removal, and electrical safety test were not to specification; up/down angle play had paly evident that needed to be adjusted to specification; automated air leak test was leaking and investigation was required; water proof cap was damaged. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The evis lucera colonovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, a debris was evident in the air/water nozzle. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.